Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the trial was aborted due to a concern for patients vital signs.

Manufacturer narrative:
Sc-2316-50e (sn (B)(6)). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2316-50e (sn (B)(6)). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the trial was aborted due to a concern for patients vital signs.